Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibited severe devitrification at the output window. The metal cap exhibits severe burn on detritus. The outer flow tube exhibits moderate contamination, likely biologic. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber twisted @ 11 minutes, 43 seconds and 78,605 joules of use. The procedure was completed with a second fiber. Patient outcome: no damages to patient.